Event description:
Low ra impedance 24, (B)(6) 2022 high lv threshold on (B)(6) 2025. High rv threshold on (B)(6) 2022. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).